Manufacturer narrative:
Patient identifier: the entire ID is (B)(6). The field service representative (fsr) replaced the valve, manifold kit which resolved the issue. A review of the service history for the analyzer identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant results since the valve, manifold kit was replaced. A review of the product labeling concluded that the issue is sufficiently addressed. A search for similar complaints identified no adverse trends of the valve, manifold kit with regard to discrepant patient results. A review of the i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant result described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. No product deficiency was identified.

Event description:
The customer reported false positive stat troponin-I result on a patient when processing on the architect i2000sr. The following data was provided for sid (B)(6) on (B)(6) 2020. Initial result of 0.37 ng/ml, repeat result was negative. The customer uses negative range 0.00-0.19 ng/ml. Race and ethnicity was not provided. No impact to patient management was reported.